Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The battery pack was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced battery pack and observed that the battery had low capacity.

Event description:
It was reported that the device would not operate on battery power. There was no patient involvement reported with this event.